Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was capped or abandoned due to high pacing thresholds. New leads were implanted. Boston scientific technical services (ts) noted that the pace or sense lead implanted in rv was used in conjunction with the tachycardia shocking lead. Sense portion of tachycardia lead was capped. No additional adverse patient effects were reported.